Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse, vaginitis and rheumatoid arthritis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), teeth brittle ("dental probs / brittle teeth"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs"), weight fluctuation ("weight loss, weight gain"), depression ("psych injury / depression"), urinary tract infection ("bladder/urinary problems:uti"), vaginal infection ("vag. Infect (vaginal infection)"), vaginal discharge ("vag. Discharge (vaginal discharge)"), genital haemorrhage ("abnormal bleeding (general)"), anxiety ("anxiety"), gingival swelling ("swollen gums") and uterine cervical pain ("cervix pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (esssure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, fatigue, gastrointestinal disorder, alopecia, teeth brittle, hormone level abnormal, headache, nausea, visual impairment, weight fluctuation, depression, urinary tract infection, vaginal infection, vaginal discharge, genital haemorrhage, anxiety, gingival swelling and uterine cervical pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, gingival swelling, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, teeth brittle, urinary tract infection, uterine cervical pain, vaginal discharge, vaginal infection, visual impairment and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for psych injury. Discrepancy in insertion date ad (B)(6) 2013. Discrepancy in insertion date: (B)(6) 2013 (as per pif) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test(s); (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse, vaginitis and rheumatoid arthritis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), teeth brittle ("dental probs / brittle teeth"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs"), weight fluctuation ("weight loss, weight gain"), depression ("psych injury / depression"), urinary tract infection ("bladder/urinary problems:uti"), vaginal infection ("vag. Infect (vaginal infection)"), vaginal discharge ("vag. Discharge (vaginal discharge)"), genital haemorrhage ("abnormal bleeding (general)"), anxiety ("anxiety"), gingival swelling ("swollen gums") and uterine cervical pain ("cervix pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (esssure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, fatigue, gastrointestinal disorder, alopecia, teeth brittle, hormone level abnormal, headache, nausea, visual impairment, weight fluctuation, depression, urinary tract infection, vaginal infection, vaginal discharge, genital haemorrhage, anxiety, gingival swelling and uterine cervical pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, gingival swelling, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, teeth brittle, urinary tract infection, uterine cervical pain, vaginal discharge, vaginal infection, visual impairment and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for psych injury. Discrepancy in insertion date ad (B)(6) 2013. Discrepancy in insertion date: (B)(6) 2013 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test(s); (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pfs received. Reporter information updated. Essure explant date details newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.